Manufacturer narrative:
(B)(4). This event reportedly occurred on an unconfirmed date in (B)(6) 2014. (B)(6). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One sample was received at the plant for evaluation. Visual examination did not reveal any non-conformities. The set was connected to a new bag to replicate the leak and when pressing the bag, a leak could be noticed between the connection tube to the chamber. A blue colorant was added to the bag to check from which area of the chamber the leak was occurring. The chamber was leaking from the bottom. The chambers used on this product code are purchased from an external supplier. The cause was determined to be an issue with the material provided by the external supplier. To address this issue, the external supplier was notified. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a luer activated valve leaked during use. The nurse had primed the set with normal saline and noticed the leak near where the tubing meets the drip chamber. This event did not involve a patient. No additional information is available.